Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance, high threshold and no capture in bipolar mode. It was also noted the surface of the rv lead was found to be peeled at 5cm away from the connector pin. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: addr03, ipg, implanted: (B)(6) 2014. (B)(4).